Event description:
It was reported that the pump touch screen was unresponsive and the battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.